Manufacturer narrative:
As stated in our indication for use, the vertebra must be tapped before screw insertion. In this case, the surgeon has partially threaded, which makes very difficult the screw insertion, and because the bone is very dense: the screwdriver tip twists and breaks. The problem would have occurred due to an improper use of the device. It is however necessary to verify that the instrument complies. The damage of revision screwdriver is explained by an extremely anchoring (hardness of bone). This defect has never been registered by safe orthopaedics. Control of inspection files allow to conclude a strict conformity (documentary) of instruments (insertion screwdriver and revision screwdriver). Safe orthopaedics subcontracts (B)(4) analysis of screwdriver tip: the organization concludes a strict compliance of our investigation. Safe orthopaedics concludes that the damage is due to non-compliance of the technical guide.

Event description:
Comments of the surgeon reported to our (B)(6) sales manager: description of the surgical procedure: the surgeon uses the cortical awl, the probe and the cannulated tap for preparing the screw insertion. When he thread the bone, the surgeon notes the hardness of the bone, and he feared of the screwdriver breakage. During pedicle screw insertion, the screwdriver breaks. A part of the screwdriver tip stuck in the implant, making impossible any reassembly of another screwdriver (tulip screw's own) and prevents the displacement of the implant. The surgeon cuts the implant head with a drill, remove the broken screwdriver tip from the threaded part of screw. He uses the revision screwdriver to undock the implant. It twists and disconnects from the implant. He attempts to reintroduce it into the threaded part of screw with a mass, but that does not always allow a connection sufficiently resistant to remove the implant. He uses a pliers (from competitors ((B)(6)) to remove the screw.